Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required, unexpected medical intervention and delay to treatment/therapy was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a thrombus was observed on the guide while inserting inside anatomy. Tpa (tissue plasminogen activator) medication was administered. Aspiration was performed for removal. A mitraclip was successfully implanted. The mr was reduced to grade 2 post procedure. Clinically significant delay was reported.